Event description:
It was reported that the keys on the customer's insulin pump were sticking and the buttons were intermittently responsive. The insulin pump was not present to perform troubleshooting on. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.